Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 6.2, lab: 5.2. Meter reading and lab draw were performed right after each other. Pt was told to decrease dose or skip a dose for one night.